Event description:
The patient underwent a thrombectomy procedure to treat mixed acute, subacute, chronic pulmonary embolism (pe) on (B)(6) 2025 using an indigo system flash aspiration catheter (flash catheter), a neuron select catheter 6f (6f select), an indigo system separator 12 ((B)(6)), a penumbra engine (engine), and a guidewire. In the immediate postoperative period, the patient presented with respiratory decompensation and massive hemoptysis requiring orotracheal intubation and mechanical ventilation. It was reported this was likely due to a reperfusion injury. The patient was reported to be hemodynamically stable without vasopressor use and was placed on fio2 100% with o2 sats of 94% and transferred back to the intensive care unit (ICU). On (B)(6) 2025, the event was considered resolved. The patient was extubated with gradual increase of oxygen requirements. The patient was also started on a blood thinner (clexane, enoxaparin sodium). On (B)(6) 2025, the patient was transitioned to another blood thinner (marevan, warfarin sodium) while continuing clexane as a bridge. The patient was discharged home on (B)(6) 2025 with slight dyspnea. The patient missed the 90-day follow-up appointment. The reperfusion injury was determined by the independent medical reviewer (imr) to be a serious adverse event with a definite relationship to both the flash catheter and the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.